Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 47 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. Evaluation results findings (components/results). 1 device: battery / energy storage system problem. 3 devices: cable, electrical / electrical/electronic component problem identified. 1 device: cable, electrical / device migration. 1 device: cable, electrical; connector/coupler / electrical/electronic component problem identified. 1 device: cable, mechanical/structural / device migration 2 devices: cable, mechanical/structural / mechanical problem identified 8 devices: chassis/frame / device migration. 8 devices: chassis/frame / mechanical problem identified. 4 devices: chassis/frame / deformation problem. 1 device: circuit board / electrical/electronic component problem identified. 9 devices: computer software / failure to calibrate or used out of calibration. 1 device: computer software; connector/coupler / electrical/electronic component problem identified; failure to calibrate or used out of calibration. 1 device: connector/coupler / device migration. 1 device: fastener / deformation problem; wear problem. 1 device: fastener / device migration. 1 device: hydraulic system / failure to calibrate or used out of calibration. 1 device: tube / device migration. 1 device: chassis/frame / dust or dirt problem identified. 1 device: hydraulic system / mechanical problem identified. 5 devices are pending evaluation. Evaluation results findings (components/results). 5 devices: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1- march 31, 2026. This report summarizes 52 malfunction events(s), where it was reported the devices experienced difficult to load/unload the cot in the ambulance. No adverse consequence or clinically relevant delay in treatment was reported.